Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop of a 6f exoseal vascular closure device (vcd) did not eject. There was no patient injury. The indicator wire cowling did lock against the handle assembly, but the audible click was not obvious. The device was used in a carotid arteriogram. The user was trained in the use of the device. The patient has no history of contagious disease. The procedure used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The vcd was used with a non-cordis sheath. The device was stored and prepped according to the instructions for use (IFU). Regarding the femoral puncture site: the femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, and the access vessel was not tortuous. No stent was near the puncture site, and there was no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved via manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the guidewire loop of a 6f exoseal vascular closure device (vcd) did not eject. There was no patient injury. The indicator wire cowling did lock against the handle assembly, but the audible click was not obvious. The device was used in a carotid arteriogram. The user was trained in the use of the device. The patient has no history of contagious disease. The procedure used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The vcd was used with a non-cordis sheath. The device was stored and prepped according to the instructions for use (IFU). Regarding the femoral puncture site: the femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, and the access vessel was not tortuous. No stent was near the puncture site, and there was no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved via manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. One non-sterile exoseal vasc. Clos.dev.f6- was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present in manufacturing position. The indicator wire was not deployed, and the guard was unlocked. The indicator window was received on black/ white position. Additionally, no anomalies were observed during the analysis. Due to the reported event, the guard was manually locked, and it was confirmed that the click sound was present during this action execution. Additionally, the wire was deployed as expected per the device intended use. Based on the information provided and the product analysis, the reported customer event of ¿indicator wire deployment difficulty unable and vascular closure device (vcd) no audible click¿ was not observed. The unit did not present any observed abnormal condition during its visual evaluation. The functional evaluation was performed and the audible click was observed, as well as deployment of the indicator wire. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Handling factors may have contributed to the reported event, since the device was received with the cowling guard unlocked. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.